Manufacturer narrative:
Concomitant medical products: item name: nexgen lcck articular surface size yellow/ c d 10mm, item number: 00599403010, lot number: ni. Item name: nexgen stem offset 11 mm x 100mm, item number: 00598802011, lot number: 61315854. Item name: palacos g + r bone cement, item number: ni, lot number: ni.

Event description:
It was reported the patient was revised due to fractured safety screw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.